Event description:
It was reported to philips that fluoroscopy was not functioning due to a defective image disk on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective hard disk spare part and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).